Event description:
According to the reporter, during a procedure, the device outputted once, then the tissue (membrane) was cut off; afterwards, a red light occurred during the second use and could not be output. The dissector was replaced, and it was recognized as a problem with the dissector because it could be used with the same battery and generator. There was no patient injury. Photograph were received and showed that the inactive jaw had scratches and chipped off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, the physician attempted to output the device, but suddenly an error appeared and could not be output. The dissector was replaced, and it was recognized as a problem with the dissector because it could be used with the same battery and generator. There was no patient injury. Photograph were received and showed that the inactive jaw had scratches and chipped off.

Manufacturer narrative:
Additional information: d9, h3, h6 correction: b5 h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the dissector had a damaged waveguide. The device showed evidence of use. The troubleshooting found that the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. No defects nor damage were observed in the packaging returned that could have contributed to the reported defect. It was reported that during a procedure, the device outputted once, then the tissue (membrane) was cut off; afterwards, a red light occurred during the second use and the device would not provide output. The reported condition was confirmed. The product analysis noted evidence that the device was not used as intended. This issue of cracked titanium waveguide may occur from continued use after the device came in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device outputted once, then the tissue (membrane) was cut off; afterwards, a red light occurred during the second use and the device would not provide output. The dissector was replaced, and it was recognized as a problem with the dissector because it could be used with the same battery and generator. There was no patient injury. Photographs were received and showed that the inactive jaw had scratches and chipped off.